Event description:
The service report shows while performing incoming evaluation it was noted that the volume failed by more than 10% below spec and leak test failed as well. The nellcor puritan factory service technician inspected the device and replaced the cup seal. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.